Event description:
It was reported that the pt was implanted with a durom us acetabular component 50/44 j on the left side on (B)(6) 2007. The pt was revised on august 19 2014 due to loosening.

Manufacturer narrative:
The MFR did not receive devices, x-rays or other source documents for review. Where lot numbers were provided for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referred to above. Should additional info become available and / or the devices be returned for eval and an investigation result becomes available that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer's reference number of this file is cpt(B)(4).